Event description:
It was reported to boston scientific corporation on october 20, 2022, that an axios stent and electrocautery-enhanced delivery system was implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) with axios stent placement procedure performed on (B)(6) 2022. During the procedure, the axios stent prematurely deployed. The stent was removed, and the procedure was completed with another axios stent. There were no patient complications reported and the patient condition following the procedure was reported to be good.

Manufacturer narrative:
Report source: medwatch# 5112478. (B)(4).